Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported during a device upgrade, the pulse generator exhibited loss of output and the patient went asystolic. The device was explanted and replaced successfully.